Event description:
The patient (pt) reported that it just started working on it's own. No actions were taken, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use was non-malignant pain. It was reported that the patient had surgery on their infective toes and had anesthesia; they turned the ins off for the procedure and when they were done they turned stimulation on but since then as of two days ago they did not feel any tingling as if stimulation was on. The ins battery was at 90% and the controller was at 100%. The patient noted they could not get their ins battery to go down either. During the call, the patient was on group b and stimulation was turned on. The patient went to program 1 and increased it from 3.1 to 3.9 but they still did not feel therapy when they should. The patient went to program 2 and increased from 2.8 intensity to 3.4 but did not feel therapy. The patient went to program 3 and increased intensity from 3.0 to 3.3 but that did not work. The patient went to program 4 and increased intensity to 3.6 but went to program 1 and increased intensity from 3.4 to 4.0 while trying to adjust therapy the patient was also recharging their ins their controller was making a noise was for they were getting poor re charge quality, the patient was able to get excellent before stopping the charge to focus on adjusting therapy. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.